Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an unusually high hemolytic effect of the device leading to significant increases in creatinine levels. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure. In the case, there was an unusually high hemolytic effect of the device leading to significant increases in creatinine levels which not result in any additional serious adverse event.

Manufacturer narrative:
Age at time of event: around (B)(6). (B)(4).

Event description:
It was further reported that power pulse was used during the case and the run time was well within the recommended times. A low dose of contrast was given during the case and a CT venogram was given 2 days prior to the event. Hydration was given post procedure. Hydration and supportive action was taken to treat the procedure. The patient returned to baseline within 2 weeks.